Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call frozen display anomaly, critical pump error and pump error 35 on the insulin pump. Customer¿s blood glucose level was 83 mg/dl. Troubleshooting on the insulin pump was performed. Customer advised they were unable to clear the pump error 35 alarm, the critical pump error message displayed on the screen and the insulin pump frozen display screen issue remained unresolved. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error alarm and pump error 35 alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify frozen display and pump error 25 alarm due to critical pump error alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection.